Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected replace battery alarm, replace battery now alarm or power loss alarm noted during testing. However, detailed/long trace analysis confirmed replace battery alarm, replace battery now alarm and power loss alarm due to connector resistance. Power error alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit was received with cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now and power loss. The blood glucose value level was unknown at the time of the incident. Customer stated they did not receive a low battery alert prior to replace battery now alarm. Customer was advised the device requires brand new or fully charged batteries to work effectively. The customer also stated the device had a cosmetic damage. The customer was advised they may continue to use the insulin pump until replacement arrives. The customer will return the product for analysis.